Event description:
Pt prepped for insertion of PICC (rt antecubital). Resistance met on cannulation of vein with inducing needle. Unable to insert catheter into vein through the inducing needle. Upon removal of catheter it was observed that the guidewire had penetrated the catheter. Pressure dressing was applied to insertion site. Physician later inserted PICC (in another site).